Event description:
It was reported that during an inflatable penile prosthesis (ipp) implant procedure, the physician punctured the patient's urethra. The implant procedure was cancelled due to the urethral damage. The patient was sent home on antibiotics in order to heal. The ipp reservoir which was being prepped for implantation was returned for evaluation. The ams700 reservoir was visually inspected and functionally tested. No leak was found. The reservoir performed within specifications. The product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.